Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown makoplasty bicompartmental knee replacement. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Dr. (B)(6) performed a conversion from a bicompartmental makoplasty to a total knee arthroplasty. He stated the patient original surgery was 4 years ago, and that at the time there was some lateral disease. Apparently the patient's disease had progressed to the point where a total knee arthroplasty was deemed necessary.